Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The nurse was calling for the home patient (hp). The technical service representative (tsr) explained the alarm and assisted the nurse with troubleshooting. The tsr also advised the nurse to start over with new supplies. No patient injury or medical intervention was reported.

Event description:
This complaint originated as a result of a report received by baxter (B)(4) from (B)(6), dialysis unit. It was reported that the connector of the miniset transfer set (code: r5c4482, batch: unk) was broken and the device could not be connected to the bag or to the iodine cap. One unit was impacted. No patient involved. Sample is available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.